Event description:
Product surveillance contacted the care giver (cg) on (B)(6) 2012 regarding a separate event, a check supply line alarm, the cg mentioned reuse of the cassette. The cg stated that the home patient (hp) is doing fine and continuing therapy without issues. The cg stated that they had discarded the supplies after therapy. This writer has advised the cg to contact the pdrn for proper procedure. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed but root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested but the lot number was know and a batch review will be performed.